Event description:
Wallflex biliary stent did not operate as intended. As it was being deployed, there was a popping sound, and the part that was being pulled back suddenly was loose. We looked at the image from the c-arm x-ray and it showed that the stent had not begun to flare. The entire stent was removed and a boston scientific advanix biliary duodenal bend stent 10f x 7 cm was placed instead.